Event description:
A male patient underwent aaa repair on (B) (6) 2010. During the procedure, it was noticed that the main body delivery sheath was leaking too much blood from the entry artery. The physicians continually flushed the sheath with heparinized saline to keep the blood loss at minimum. The patient experienced more than normal blood loss (around 100 cc's); however, transfusion was not necessary.

Manufacturer narrative:
(B) (4). The device was returned in a used and contaminated condition. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an instructions for use (IFU) describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The returned device was examined, which revealed that the captor valve was difficult to rotate, but appeared functional. The valve did not leak water when flushed with and without a wire guide in the valve. The valve chamber separated easily from the valve collar. This may indicate poor compression of the silicone discs. Poor compression of the discs between the valve collar and chamber could have contributed to the leak. There was no excessive tearing of the check-flo discs. Bio matter was seen outside of the iris valve. We will notify the appropriate personnel of the event and continue to monitor for similar complaints.